Event description:
During use of sterilmed recycled product for shoulder arthroscopy, upon shaver burr insertion, metal shavings spewed out and bits of metal fell off into the shoulder. This added an hour to the surgery time. The surgeon was able to extract shavings from the area.